Event description:
While performing testing on the provue analyzer, if there is a z-axis current limit error condition and the operator chooses the "manual replacement" option, they are allowed to open the instrument door to investigate and correct the problem themselves. In the process of resolving the problem if the operator moves the sample or reagent carousel and the appropriate carousel is not returned to its original position before the user closes the door and resumes instrument operation, then the instrument can pipette sample specimen or reagent from the wrong sample or reagent carousel position just for the sample that was in progress at the time of the interrpution.